Manufacturer narrative:
The baxter technician found the asu power cord was damaged and needed to be replaced. Per the¿baxter¿user manual, perform annual preventive maintenance procedures to make sure all excel care es bariatric bed and excel care bariatric therapy system components are functioning as originally designed. Pay particular attention to safety features such as electrical power cords for fraying, damage, and proper grounding. If damage has occurred to the power cord, immediately remove the bed from service, and contact the applicable maintenance personnel. Failure to do so could cause injury or damage a search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in july 19, 2022. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
The service technician found the power cord was damaged exposing copper. There was no injury, death, or procedural delay reported with this event. This report was filed in our complaint handling system as complaint # (B)(4).